Event description:
Explanted device is a non-allergan breast implant. There is no complaint against an allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, rupture/deflation against right side. Device has been explanted.